Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display and high blood glucose levels. Customer's blood glucose level was 454 mg/dl. Troubleshooting for blank display was performed. Customer advised the display returned. Customer performed and passed the self-test. Customer was advised to monitor the device and that a replacement battery cap will be sent out.